Event description:
A unity im rod broke off deep in the femoral canal, part of it was impossible to retrieve and was left in the patient's body.

Manufacturer narrative:
Per (B)(4) - final report, additional information, including post and pre surgery x-rays, operative notes (primary and revision), patient age, activity level, medical history and weight, an update on the patient, if a company representative present at the operation to confirm the breakage wasn't caused through forcing the im rod deeper into the patient's femoral canal during use, if the surgeon performed previous unity knee operations and a confirmation that the broken part of the device is available for return, has been requested in order to progress with the investigation of this event. Only partial information was provided. It was confirmed that no excessive force was used, that the device was not mal-aligned, and that the surgeon had performed 372 unity tkr's to date. A post-surgery x-ray was also provided. The reporter informed us that the patient opted not to undergo surgery to remove the remnant as they feel it does not have any bearing on the clinical outcome of the knee replacement. The appropriate device details have been provided and the relevant device manufacturing record identified and review. The device conformed to material and dimensional specification at the time of manufacture. The broken part of the device was returned to corin UK and reviewed. It was noticed that the device snapped at the 15cm undercut which is a potential weak spot if the device is bent or has a sideways force applied. The x-ray indicates that the final finished alignment position of the fractured section remaining in the patient is not on the same alignment as the entry point in the intercondylar notch. Due to the narrowing of the medullary canal mid-femur this may have contributed to a bending affect or sideways force being applied to the im rod tip thus resulting in the fracture of the device. Corin have conducted a biological assessment of this instrument. We cannot say that the part is biocompatible for implantation. There is an unknown biological safety risk if the device stays in the patient. This information was provided to the customer. Based on the above, the root cause of this event is considered unknown, and this case is now considered closed. Should any additional information be provided then the case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
A unity im rod broke off deep in the femoral canal, part of it was impossible to retrieve and was left in the patient's body. Patient may need to undergo a secondary procedure in order to remove the broken part.

Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including post and pre surgery x-rays, operative notes (primary and revision), patient age, activity level, medical history and weight, an update on the patient, if a company representative present at the operation to confirm the breakage wasn't caused through forcing the im rod deeper into the patient's femoral canal during use, if the surgeon performed previous unity knee operations and a confirmation that the broken part of the device is available for return, has been requested in order to progress with the investigation of this event; and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing record identified and review. The device conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.